Event description:
It was observed that during the device evaluation, the subject device exhibited dirty scope connector/ plug unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed dirt was present due to water leakage within the device, however, the type of material cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.